Event description:
It was reported by the affiliate that during a laparoscopic gastroplasty, the first 6tb45 was removed from the packing with a broken articulation. Another 6tb45 was opened and it was not stapling and started to damage the tissue. Due to the injury, it was necessary to perform resection in a little portion of the intestine. A tr45w reload fired only its half.

Manufacturer narrative:
One atw45 device was returned with the articulation lever not center in relation to the jaws, otherwise in good visual condition and with no cartridge loaded. When tested for functionality, the articulation mechanism was noted to be damaged; however, the device was fired with test cartridges at right, left and center and it fired conforming. The device was disassembled to examine the condition of the internal components and the left articulation gear teeth were damaged. Event described could not be confirmed as the device achieved complete firing strokes at the right, left and center positions.